Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the control unit, the right/left knob, the upward/downward angulation control knob, the free-engage knob, the lock engagement lever, the switch box, the scope connector cover, the grip, the universal cord, the protector of the universal cord on the scope-connector side, the scope connector, the scope connector cover unit, the probe cover and the connecting tube were scratched. The scope connector and the control unit had discoloration; the adhesive around the light guide lens and the adhesive around objective lens were peeled; the paint on the air/water cylinder and the suction cylinder were peeled; the adhesive on the bending section cover had a chip and the adhesive on the bending section cover had a crack. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; due to damage on the charged coupled device unit, the specified resolving power was not obtained; due to damage on the scope connector, a noise image occurred and due to the clogging of nozzle, water removal ability did not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope 's angle was insufficient. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.